Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race: unknown. Date of event is unknown. Lot number and expiration date is unknown. Device manufacture date is unknown. No samples were received and no lot number was provided. 3m will continue to monitor.

Event description:
3m¿ PICC / cvc securement device + tegaderm¿ i.v. Advanced securement dressing was applied to the site of a central venous catheter in a hematology oncology setting. Dislocation of the central venous catheter was reported with access to the entire left jugular vein, and during renewal of the dressing, the central venous catheter was clearly highlighted for about 1cm with radiographic confirmation.